Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 131 mg/dl. The customer's mother stated that this was the third occurrence of the alarm that occurring during attempts to deliver insulin. She reported that the customer had already completed the troubleshoot and that the insulin pump was able to deliver insulin thereafter. She declined return of the infusion set and reservoir for analysis. She was advised that the alarm was caused by an occlusion in the tubing, insertion site, or reservoir. The caller was advised to call once the issue occurred again and to monitor the insulin pump. Nothing further reported.